Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a hardware low level failure alarm while running the self-test. The customer's blood glucose was 67 mg/dl. Troubleshooting was performed. The device did not pass the self-test during the call. The device will be returned for analysis.

Manufacturer narrative:
Hardware low level failures alarm confirmed in the insulin pump history due to broken trace.